Event description:
It was reported that the catheter was broken/ disconnected from pump. A "scheduled" pump replacement with a catheter revision was done. The patient had not experienced any symptoms prior to the procedure. A new proximal catheter was connected to the already existing distal catheter. The patient was doing fine and went home the next day from the procedure. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 150 mcg/day.

Event description:
Additional information: during surgery, the catheter was aspirated but "nothing came out." The catheter was trimmed to right where the anchor was and cerebrospinal fluid started dripping back.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, serial# (B)(4), implanted: 2006-(B)(4), explanted: partially on 2012-(B)(4). (B)(4).